Manufacturer narrative:
Event problem and evaluation codes: method code(s): (process evaluation): device history record review. Results code(s): (evaluation result): upon review of the device history record, a conclusion can drawn that nothing in the manufacturing and packaging processes is likely to have contributed to the complaint. Based on the investigation performed, no definite root cause for the complaint is determined. Evaluation conclusion code(s): - based on the complaint history, device history record review and work order search, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Device evaluated by manufacturer? No, lens remains implanted. (B)(4). Method: evaluation method: lens work order search results: evaluation results: a lens work order search revealed there were no similar complaints within the work order. Conclusions: based on the complaint history and lens work order search, a specific root cause of the event could not be determined. (B)(4). Lens remains implanted.

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -18.0/+2.0/x102 diopter in the patient's right eye (od) on (B)(6) 2015. The patient experienced a refractive surprise the lens remains implanted. A supplemental will be submitted when additional information is available.